Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, a disconnection of the extraction arm could not be achieved. The distractor was explanted. No further information is available. This is 1 of 4 reports for this event.